Event description:
Medtronic received information that an axium sheath was disconnected when the hoop was removed. The devices were prepared as indicated in the package insert. The patin was being treated for vad. Blood flow speed was normal and vessel tortuosity was moderate. No patient symptoms or complications were reported. Additional information received reported that there were no issues that resulted in the damage that was found.

Manufacturer narrative:
(B)(4). Equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) ¿drawing(s) referenced: n/a ¿as found condition: the axium prime coil was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. ¿visual inspection/damage location details: the axium prime coil was returned within its introducer sheath. The introducer sheath was found correctly assembled on the pushwire with the wavelock at the proximal end. The axium prime pushwire was found to be bent at positive load indicator. In addition, the axium prime psuhwire was appeared to be broken at break indicator and retained by released wire. The axium prime implant coil was found to be detached from pushwire and not returned for analysis. No damages or irregularities were found with the introducer sheath). No other anomalies were observed testing/analysis: n/a ¿conclusion: based on the device analysis and reported information, the customer¿s report of ¿damage introducer sheath¿ could not be confirmed and the root cause could not be determined. No defect was found with returned axium prime introducer sheath that would have contributed to the event. Possible causes of failure is excessive tightening of rhv. In addition, users must use the axium coil in accordance with the axium coil IFU. All devices are 100% inspected for damage and irregularities during the manufacturing process. ((B)(4) 2022-08-14) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event is reported based on analysis results which indicated a possible reportable event. H3. Product analysis updated: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the axium prime coil was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. Visual inspection/damage location details: the axium prime coil was returned within its introducer sheath. The introducer sheath was found correctly assembled on the pushwire with the wavelock at the proximal end. The axium prime pushwire was found to be bent at positive load indicator. In addition, the axium prime psuhwire was appeared to be broken at break indicator and retained by released wire. The axium prime implant coil was found to be detached from pushwire and returned within introducer sheath. No damage was found with the axium prime implant coil within introducer sheath. No damages or irregularities were found with the introducer sheath. No other anomalies were observed. Testing/analysis: n/a ¿conclusion: based on the device analysis and reported information, the customer¿s report of ¿damage introducer sheath¿ could not be confirmed and the root cause could not be determined. No defect was found with returned axium prime introducer sheath that would have contributed to the event. Possible causes of failure is excessive tightening of rhv. In addition, users must use the axium coil in accordance with the axium coil IFU. All devices are 100% inspected for damage and irregularities during the manufacturing process. H6. Coding updated based on analysis results. E1. Facility updated with translated address information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.